Event description:
It was reported that an asymptomatic patient presented with, high out of range, lv lead impedance. Bringing patient in clinic for isometrics and checking for possible lead connection issues was suggested. During the lead revision, rv lead pin was withdrawn from the device header. Psa diagnostics of the lead were stable. Impedance issues was isolated to the rv portion of the device header. The device was explanted and replaced. That patient was stable before, during and after the procedure, and will continue to be monitored.

Manufacturer narrative:
The field reported event of an impedance anomaly was not confirmed. Bench testing was performed and the device was found to be normal and all impedance measurements were normal. The impedance anomaly could not be reproduced and the cause remains undetermined.